Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump stopped and there was no alarm. The pump had last been filled with saline on (B)(6) 2012. On the day of the report a "pump-o-gram" was to be performed. No further information was provided. Additional information has been requested but was not available at the time of this report.